Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During device check, the customer reported the thermogard xp ivtm system (sn (B)(4) is unable to operate due to the displayed tcmid:06 (ce post failure) error message. The message is displayed after the console self-test. The console has not been used in more than two years. No patient involvement.